Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during a dilation of ¿papil van vater¿ procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while removing the device from the patient, the black rx tunnel of the device detached and fell into the common bile duct (cbd) of the patient. Reportedly, the detached piece was removed using an extractor pro retrieval balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during a dilation of ¿papil van vater¿ procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while removing the device from the patient, the black rx tunnel of the device detached and fell into the common bile duct (cbd) of the patient. Reportedly, the detached piece was removed using an extractor pro retrieval balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device found a small kink near the skive section of the catheter. The rx tunnel/ black sleeve was not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, there was no evidence that the device was used in a manner inconsistent with the labeled indications. A search of the complaint database revealed that no other complaints exist for the specified lot.